Manufacturer narrative:
A review of the manufacturing documentation associated with this lot 17440074 presented no issues during the manufacturing process that can be related to the reported complaint. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported the physician tried to inflate a saber rx 4 mm 10 cm 155, but it was not inflated at all. Therefore, it was removed from the patient, and tried to inflate, however it was confirmed that it ruptured. There was no patient injury reported and the product will be returned for analysis. Additional information has been requested.

Event description:
As reported the physician tried to inflate a saber rx 4 mm 10 cm 155, but it was not inflated at all. Therefore, it was removed from the patient, and tried to inflate, however it was confirmed that it ruptured. There was no patient injury reported and the product will not be returned for analysis. Multiple attempts were made without success to obtain the device and additional information.

Manufacturer narrative:
As reported, the physician tried to inflate a 4x100mm 155cm saber rx percutaneous transluminal angioplasty (pta) catheter, but it would not inflate at all. Therefore, it was removed from the patient and the physician tried to inflate it; however, it was confirmed that the device ruptured. There was no patient injury reported. Multiple attempts were made without success to obtain the device and additional information. The device was not returned for analysis. A device history record (DHR) review of lot 17440074 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst¿ could not be confirmed as the device was not returned for analysis. The exact cause of the burst could not be determined. Based on the limited information available for review, vessel characteristics (although not provided) and procedural/handling factors may have contributed to the reported event as calcified/resistant lesions may cause damage to a balloon. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Do not exceed the rated burst pressure recommended on the label. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.